Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure, the cast cutter was smoking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set up for a procedure, the cast cutter was smoking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the motor is not running and smoke came out of the unit, was not duplicated and no failures were confirmed as the device was not returned for investigation. Device was not returned to the manufacturer facility for evaluation.